Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair details have not been disclosed.